Event description:
It was reported that the patient underwent plif l4-5, l5-s1, l5-s1 right-sided tlif, with instrumentation, bone morphogenic protein, and local bone graft; l5-s1 right-sided micro endoscopic diskectomy, l5-s1 right-sided micro endoscopic transverse lumbar interbody fusion, with instrumentation, bone morphogenicprotein, and local bone graft; l5-s1 left-sided facet joint fusion, with bone morphogenic protein, using micro endoscopic technique. The cage was packed with bone morphogenic protein. The disk space itself was filled with bone morphogenic protein and local bone graft, and then the cage was applied. Bone morphogenic protein was applied into the facet joint. Post-op, the patient developed chronic pain <(>&<)> nerve damage in legs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 patient presented to operating room and underwent a complicated minimally invasive arthrodesis l4-s1 for vertical instability, internal disk disruption. Post-op she had expected incisional pain. She remained neurologically intact, but developed an ileus which required an ng suction and supportive volume maintenance intravenously. Per medical record "patient underwent l5-s1 right-sided fasciectomy/foraminotomy, l5-s1 right-sided microdiskectomy, l5-s1 right-sided transfers lumbar interbody fusion, with capstone instrumentation, bone morphogenic protein, and local bone graft, l4-5 bilateral segmental instrumentation, with sextant titanium hardware with no reported complications." Dos (B)(6) 2008 patient presented to go over risk, benefits and expectation of the proposed surgery. She understood the purpose of re moving the hardware, exploring the fusion and re- fusing or using infuse posteriorly. Models and x-rays were viewed and surgery was planned. Dos (B)(6) 2008 per medical record "patient was not seen but was contacted via phone with her CT myelogram as well as review of her past CT discogram. The CT myelogram did not show any nerve root compression within the area of her previous fusion done but the CT results that she had before her fusion showed l3-l4 had a 7/10 pain, but apparently non concordant. There is concern that the disc as well as the one above the disc l2-l3 is not healthy with decreased t2 weighted images on the MRI." Dos (B)(6) 2008 patient presented for removal of percutaneous sextant posterior spinal instrumentation, exploration of fusion, posterior fusion lumbar, posterior fusion additional level, l5-s1, posterior segmental fixation, facetectomy done lumbar spine, l4-5, facetectomy done lumbar spine additional level for l5-s1, bone graft use, and autograft same incision. Dos (B)(6) 2008 the patient comes in close to two and a half weeks following exploration of fusion and pseudoarthrosis. She states she is doing well. She is controlling her pain with percocet and oxycontin and states her right leg pain has somewhat diminished following surgery. She is also trying to walk on a regular basis. Per physical, patient presented in an erect posture but ambulates well without assistance. Wound sites are healing nicely, there is a small distal eschar and no evidence of drainage. X-rays demonstrate instrumentation to be well positioned, no evidence of instability is present and there is lateral bone graft present bilaterally. Dos (B)(6) 2009 patient comes in for recheck almost 4 weeks following removal of her hardware l4-s1 exploration: fusion and inspect for pseudoarthrosis. She does report some occasional buttock pain that increase when sitting. She has been walking regularly, close to a mile and a half, and is taking vicodin for pain control and is having trouble sleeping so was also prescribed ambien. Dos (B)(6) 2009 patient presents following urgent care visit due to a traumatic fall she sustained on (B)(6) 2009 into a small window while doing laundry. Per medical record patient reports of increasing pain and swelling in her ankle, left knee, left scapula and lower lumbar spine. Per physical exam results indicate left ankle sprain, left knee contusion, left scapular contusion and coccyx contusion status post revision surgery. Dos (B)(6) 2009 patient presents 4 months post-op revision surgery at l4-s1. Per medical record "patient is doing well after the surgery and that her severe pain is now gone. She does report mild back discomfort at night for which she takes over the counter medications and she wants to know what can be done for that and patient also reports right leg weakness that has been there since her first surgery prior to revision. Physical exam indicates she does have some mild right hip flexion weakness 4/5. Back wound is fine, she has mild pain to palpation above the area of her surgical fusion incision. X-ray reveals excellent position of hardware, no loosening, and fusion is believed to be becoming solid if not already." Dos (B)(6) 2009 patient presented for follow-up 9 months post-op from her l4-s1 posterior lateral re-fusion and is doing well. Per medical record "although she still has some chronic pain issues for which she occasionally has difficulty sleeping at night, but still much better than pre-op....her physical exam is unremarkable but what is interesting is her chronic pain is more of a soft tissue issue down in the area where the previous surgeries have been done and she has never gone to physical therapy because of financial difficulties, and also of interest too is that she also has noticed recently some right hip anterior locking sensation when she bends forward. This could be a labial situation or simply a muscular but does not appear to be mechanical based on review of the x-rays today showing no arthritis of the hips and physical exam. Dos (B)(6) 2010 patient presents with c/o neck pain. Per medical record "she states in 1975 she was involved in a motor vehicle accident which left her with ongoing c/o neck pain. Patient also states that her neck spasms contribute to her migraines and reports of limited rotation to the left, and pain and stiffness is worse near the end of the day. She has been using anti-inflammatories for control. Per physical exam "distraction does demonstrate some improvement in regards to her neck complaints and there is upper trapezius spasticity noted left greater than right. Radiographic findings reveal good overall disc height restoration seen through the cervical spine. There is however sclerotic changes and narrowing's of the facets at c6-c7, c5-c6, and c4-c5. There is mild anterior column spurring evident as well." Dos (B)(6) 2010 patient presents 1 year 8 months post-op revision lumbar spine surgery with c/o hip pain. Per medical record "it is localized mostly to her right hip and she has right groin and thigh discomfort and also little right buttock discomfort. Review of x-rays show a solid fusion at l4-s1 and has healed nicely, examination of x-rays in the office of the right hip is normal, a paper clip was placed over this area to direct the intra articular hip injection on today's visit, si joint exam showed signs of positivity with pain to palpation at the right si joint and equivocal fabere sign and of course pain with single leg stance on the right".

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the patient's medical records: on (B)(6) 2010 patient called physician for pain medication. Patient did not want appointment. On (B)(6) 2010 patient was seen for office visit. On (B)(6) 2011 patient was seen for right leg pain. Prior to her first surgery in 2008, she had back pain without leg pain. She did very well after her first surgery for four to five months and then developed right leg pain. This was the same pattern of pain that she was experiencing. After the second surgery, she was good for one-year and then developed the exact same pattern of pain in her right leg. She described stabbing and aching discomfort with pins and needles in her right gluteal region radiating into the right lateral thigh and stabbing discomfort into the right dorsal lateral calf on the right side. She had three sessions of physical therapy, massage therapy and bracing since her most recent complaints. She had a series of three epidural steroid injections. The first one gave her three months of relief in (B)(6) 2010. The next two did not give her any relief. She did exercise with treadmill walking and swimming and basketball. Her activities are extremely limited due to her pain. It was worse when she sat, stood or walked for any period of time. She got some relief with position change. Patient assessment: right lower extremity radiculopathy and history of prior lumbar fusion l4-s1. On (B)(6) 2011 patient underwent lumbar myelogram and CT. Myelogram impression: anterior thecal sac eompression at the l2-3 level and minimal focal disk protrusion suggested on the right at the ll-2 level. No significant l1-4 disk abnormality. No thecal sac impression noted at l4 s1. CT impression: right paracentral ll-2 disk herniation with broad-based l2-3 disk protrusion. No significant abnormality noted at the lower lumbar spine level. On (B)(6) 2011 was seen for evaluation low back pain and right leg numbness and tingling. Patient reported she was doing quite well postoperatively revision in (B)(6) 2008; however, approximately six months ago, began developing a return of right leg pain. She had pain in the right anterior thigh region into the anterior tibial area following more of an l4 distribution. Patient assessment: s/p lumbar fusion (x2); signs and symptoms compatible with a right l4 level radiculopathy, although she had no e vidence on emg of axonal losses. On (B)(6) 2011 patient presented with increased low back pain and right leg radicular symptoms into right lateral thigh into the anterior tibial region. Patient underwent emg. Emg conclusion: normal emg/ ncv screen of the right lower extremity and lumbar paraspinals. No electrodiagnostic evidence of lumbar radiculopathy, lumbosacral plexopathy andcompression neuropathy. On (B)(6) 2011 patient presented with 6 month history of right low back and pain down the posterolateral right leg to the great toe. Patient was fused from l3-s. Patient underwent right l1-2 transforaminal epidural steroid injection. On (B)(6) 2011 the patient was seen for clinic visit. Patient had some lower extremity radiculopathy when she was seen in (B)(6) that resolved with a lumbar epidural steroid injection. The patient was involved in a high energy motor vehicle accident last week. Since the accident, she had reexacerbation of her right leg pain. She was also having pain in her neck. Plain radiographs of the neck demonstrate normal bony alignment. There are multilevel degenerative changes. Low back x-rays demonstrate solid fusion from l4-s1. There is no subsidence in the hardware. Patient assessment: exacerbation of previous radiculitis; history of l4 51 lumbar fusion; and cervical strain. On (B)(6) 2011 patient was seen for pain that flared up since previous injection 6 weeks ago. Patient was feeling until motor vehicle accident two weeks ago. Patient rated pain at 8/10. Patient underwent right l1-2 transforaminal epidural steroid injection for right lumbar radiculitis. On (B)(6) 2011 patient was seen for clinic visit. Patient had history of lumbar radicular pain. It was relieved by a l1-2 right-sided transforaminat epidural steroid injection, but now she had some symptomatology in an l2 distribution secondary to central stenosis and foraminal stenosis on the left side at l2-3. In addition, she was having some worsening occipital headaches. Patient assessment: l1 2 l2-3 stenosis above the l4 through s1 fusion and occipital neuralgia. On (B)(6) 2011 patient presented with pain the left. Patient underwent left l2-3 transforaminal epidural steroid injection and bilateral occipital nerve blocks for lumbar radiculitis and occipital neuraligia for headaches since her car accident. On (B)(6) 2011 patient presented with a 12 month history of low back and bilateral leg pain. She was fused from l3-s1. Previous tfesi had helped for 3-4 months at a time with the last helping for 7 months. Patient underwent bilateral l2-3 tranforaminal epidural steroid injection (tfesi) for lumbar radiculitis. On (B)(6) 2012 patient was seen for clinic visit. Patient had a history of an l4 s1 posterior lumbar interbody fusion at an outside practice. She has been seeing me for both right and left lower extremity radicular pain since (B)(6) 2010. She was injured in a motor vehicle accident that exacerbated her pain patterns. Patient had undergone a left-sided l2 3 transforaminal epidural steroid injection as well as a right-sided l1 2 epidural steroid injection. Her main complaint was the left leg today. The last injection in may gave her several months of relief. The left-sided pain was a result of the motor vehicle accident in which she was struck at a high rate of speed. Patient assessment: l1-2, l2-3 foramina! Stenosis as well as disc protrusions in l2-3 and l1-2. On (B)(6) 2013 patient was seen for clinic visit for ongoing pain primarily into the left side of her low back. Her symptoms developed after a motor vehicle accident. Prior to that she was having right lower extremity radicular pain with a lesser component of left lower extremity radicular pain. She underwent an l4-s1 posterior lumbar fusion at an outside practice. She also has significant amount of posterior neck pain. This is more on the right side. It is worse with extension. Patient assessment: l1-2, l2-3 foraminal stenosis as well as disc protrusions at the l1-2 and l2-3 level; and cervical facet arthropathy. On (B)(6) 2013 patient underwent lumbar MRI for severe low back pain, bilateral lower extremity pain, lumbar stenosis, and history of prior lumbar spine fusion. MRI impression: 1. New l2-l3 moderate spinal stenosis. 2. Stable l3-l4 moderate spinal stenosis. 3. L4 to 81 fusion post operative changes, as described above. 4. No definite significant lumbar spine neural foraminal narrowing, although with limited evaluation of the lower lumbar spine as described above. 5. Lower lumbar paraspinal muscular atrophy. On (B)(6) 2013 patient was seen for a clinical visit to review MRI of neck and low back. Her neck pain was persistent. She was having a fair amount of discomfort with occipital headaches. The MRI of the neck was most significant for right c4-5 facet joint arthropathy as well as mild foramina! Stenosis at c3-4 and c4-5. Patient has a lot of pain when she goes from sitting to standing position. Patient had some moderate spinal stenosis above her previous fusion mass. She also had facet arthropathy at l3-4. Patient had been injured by a drunk driver and will require maintenance therapy in the years ahead. Assessment: adjacent level stenosis at l3-4 above previous l4-s1 posterior lumbar interbodyfusion; l3-4 facet arthropathy; c3-4, c4-5 foramina! Stenosis; and right c4-5 facet arthropathy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: l4-5 vertical instability, internal disk disruption. Right sided l4-5 and l5-s1 foraminal stenosis, l5-s1 internal disk disruption, vertical instability. Patient underwent the following procedure: l5-s1 and l4-5 right-sided endoscopic micro fasciectomy. L5-s1 right sided endoscopic micro foraminotomy. L5-s1 right sided microdiskectomy. L5-s1 right sided transverse lumbar interbody fusion with instrumentation, bmp and local bone graft. L5-s1 right sided micro endoscopic transverse lumbar interbody fusion, with instrumentation, bmp and local bone graft. L5-s1 right sided micro endoscopic discectomy. L4-5 left sided facet joint fusion, using endoscopic technique. L5-s1 left sided facet joint fusion, with bmp, using micro endoscopic technique, l4 through s1 bilateral segmental instrumentation, with titanium hardware. As per op-notes: a facet joint capsule over l5-s1 was removed. This bone was used for bone graft. Foraminotomy was performed over exiting l5 nerve. Gentle retraction was utilized to visualize l5-s1 disk. After thorough diskectomy was performed, a 12x26mm cage was elected. This was packed with bmp. The disk space itself was filled with bmp and local bone graft, and then cage was applied. Similarly cannulation over facet joint at l4-5 was performed. L4-5 disk space was exposed. Trials were used and ultimately a 14x26mm cage was selected. Disk space was filled with bmp, local bone graft and another step of bmp followed by insertion of 14x26mm cage of interbody instrumentation variety. Endoscopic approach to l4-5 and l5-s1 facet joints were carried out. Bmp was applied into facet joints. No patient complications were reported.